Manufacturer narrative:
This event took place at (B)(6). (B)(4). The carefusion field service representative replaced the power supply and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. The alleged faulty power supply was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela power supply assembly and visually inspected part. Installed into a vela test unit, when connected to an ac power source the fan does not turn on. 48 v is read at the ac48dc source. No power on the 24v pin is sent to the main board when turned on. All of the fuses have continuity, but f402 does not have significant voltage relative to ground. The f300 fuse burnt while evaluating the power supply, when replaced the new fuse burnt as well. The u402 voltage regulator reads 47.56 v at the input but 0 vat the output. Root-cause: the issue isolated to the u402 voltage regulator connected to the 24v source that is used to create the 12vhot source.

Event description:
While performing a routine preventative maintenance the carefusion field service representative had to replace the main board and after installing the main board he noticed smoke from the power supply.